Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeating recoverable errors on the universal surgical manipulator 2 (usm2). The customer disabled the usm2 and continued the case with three arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. The unit was analyzed and errors 30 and 32115 were found indicating a wheel hw communication fault throughout the universal surgical manipulator (usm) and suj distal reported by the aca and act. It was coupled with communication error 40084 thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected. The unit was also tested on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.